Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device was not detected on the communication bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to the drawers being disconnected from the bus. A field service engineer confirmed that there were no failures upon arrival and additionally checked the drawers and reseated the row board cables. The system functioned as intended after the field service engineer troubleshot the device.